Event description:
Account reported that pt experienced right occipital scalp wound infection on 2004. Norian material was implanted during cranioplasties on 2002 and 2003 and was reported to be very granular.